Event description:
Boston scientific crm received information that during the change-out procedure there were difficulties experienced with this pacemaker dependent patient. This cardiac resynchronization therapy defibrillator (crt-d) was put into off-electrocautery mode. The left ventricular (lv) lead was removed from the previous device and inserted into the new crt-d. During this time, there was three seconds of asystole, as pacing therapy was not provided. Subsequently, the right ventricular (rv) lead was removed from the previous device and inserted into the new crt-d. Pacing therapy resumed. It was discovered that the lv lead configuration was lv tip to rv coil. Therefore, this configuration required the rv is-1 portion of the lead to be connected to the device. Without the is-1 pin connected to the device, the device attempted to pace but had no path to pace. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
All available information indicates that this rv lead remains in service without complication. There is no additional information available. If additional information becomes available, the event will be updated.